Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to a defective auto-zero solenoid on the solenoid pcba not opening during the required command at power-up of the unit.

Event description:
The customer reported that when the user turned on the unit, it alarmed error code e33 and is unusable. The unit was returned to the manufacturer with a note from the customer reporting that the unit failed while on a baby. It is unknown if there was any patient harm/injury associated with the reported issue.